Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's charger/modem was not charging his batteries. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem wil not charge batteries) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, there was a bga failure on u102 and u105 on the computer/analog (ca) board. The cause of the charger resets is bga failure on u102 and u105 on the ca board. The flash memory had an intermittent bga connection, which was discovered through the use of a flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective charger/modem. Patient received a replacement charger/modem.